Event description:
It was reported that there was a malfunction resulting in loss of mechanical ventilation. There was no patient involvement.

Manufacturer narrative:
Service will be performed by hospital employee or contractor. The distributor recommended the standby switch to be replaced to resolve the issue. No report of patient involvement. Legal manufacturer: (B)(6).